Event description:
FDA/(B)(4) report received concerning disconnect/blood leakage issues with use 12568 microclave connector. The report states, "blue cap became disconnected from patient i.v. Causing bleeding which was immediately identified by nurse. Replaced with new cap. Blue cap was not loose when i.v. Was initiated. Staff do not know why this event occurred; do not believe patient attempted to remove/loosen the cap. Opening in the i.v. Tubing presents increased risk for infection. No additional medications or treatments required for this patient during this hospitalization because of the event." No reported adverse patient consequences. Although requested, additional incident information and device return requests have to date not been provided.

Manufacturer narrative:
MFR's investigation: a review of the mfg. Lot database for the reported lot # 22-919-jw (mfg. Date 10/01/2012) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build. Conclusion: the involved device and involved mating devices were not returned for analysis and investigation. The cause of the reported incident remains unknown.